Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. The device was returned within the microcatheter along with a non-boston scientific coil and wire. A 0.0158" mandrel was advanced through the catheter, distal to proximal, to remove the device and the non-boston scientific coil from the catheter. The two coils were not found to be entangled when removed from the catheter. The non-boston scientific coil was noted to be extensively stretched but no anomalies were noted to the subject device. From the investigation it is likely that the non-boston scientific coil became entangled in the already detached subject device, even though they were not found to be entangled when received, and this resulted in the subject device being pulled out of the aneurysm when the physician attempted to remove the non-boston scientific coil. Therefore the most likely cause of the event is operational context.

Event description:
It was reported that during insertion of a competitor's coil into the aneurysm, the distal end of the coil overlapped with the proximal end of the subject device that had been previously deployed. The physician was unable to separate the two devices and removed the catheter and coils as one unit. There was no reported clinical consequence to the patient.

Event description:
It was reported that during insertion of a competitor's coil into the aneurysm, the distal end of the coil overlapped with the proximal end of the subject device that had been previously deployed. The physician was unable to separate the two devices and removed the catheter and coils as one unit. There was no reported clinical consequence to the patient.